Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stomach was created first using a gold cartridge with buttressing. A white cartridge was used to transect the small bowel. This would have been the 6th or 7th firing of the device. After completing the jejunum, the roux limb was brought up to connect to the stomach pouch. At this point all the staple line from the roux limb fell apart. Per the surgeon, at the time the device was fired, the stapler did not make any noise, it did not feel any different; the staple line looked ok. When the jejunum was brought up, all the staple lines fell apart. It was a part of the jejunum remnant that was thrown away; it was not in a vital area. It was stapled off. There was not a need to open a new device. There was no patient impact. The device was discarded.